Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a echelon 10 microcatheter was used with a stent form another manufacturer and the patient developed non-occult hydrostatic hydrocephalus. Another patient using a markman microcatheter and a pipeline stent had vessel spasm. No patient developed clinically significant large vessel vasospasm. Patients were being treated for subarachnoid hemorrhage (sah) due to blood blister-like aneurysms (bblas). Intended to successively place a microcatheter (echelon 10, medtronic) in proximity to the intracranial aneurysm and deploy a stent few patients underwent successive sequential placement of a pipeline flow-diverting stent. The patient will be successively treated with 300 mg of aspirin and 300 mg of clopidogrel via the oral route or via nasogastric tube 3 h in precession to stent deployment across the ostium of the bbla. A continuous cerebrospinal fluid diversion was performed in the sole patient presenting with hydrostatic hydrocephalus.